Manufacturer narrative:
Final analysis found three full breach degradations to the optim sheath distal to the suture sleeve tie marks at 19.8 cm, 23.2 cm and 23.3 cm.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.